Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found insulation abrasion breaching the outer coil at 34.5 cm to 37.0 cm from the distal tip consistent with friction with another device or patient anatomy.

Event description:
This report is to advise of an event observed during analysis.